Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial led was exhibiting noise leading to oversensing and triggering auto mode switch episodes. Chest x-ray showed that the atrial lead and right ventricular lead were at an acute almost right angle just distal to the device pocket. The patient was scheduled for an atrial lead explant. During the explant procedure, the physician noted that the atrial lead insulation was compromised. Additionally, it was noted that the right ventricular lead exhibited high capture threshold. The atrial and right ventricular lead were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of noise, insulation damage ¿lead insulation was compromised¿ and mode switch were confirmed. A partial lead (distal portion) was returned in one piece. Analysis found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported events was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil. The lead was shorting due to procedural damage at the middle region of the lead.